Event description:
Additional information received indicated that the device was repositioned deeper in the patient pocket to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket redness caused by erosion of the device. The device remains implanted. The patient was stable.